Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the suture needle broke while completing a stitch, half of the suture needle was retained.